Event description:
A crack was noted in the hub of the cypher select plus when the device was being connected to the indeflator prior to use in the patient. The product was not used clinically. No additional patient or other information is available per the reporting affiliate.

Manufacturer narrative:
This product is distributed outside the united states, but is similar to us distributed stent delivery systems. The product is said to be available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.